Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004, per op report, pt had l4-s1 laminectomy and decompression with posterior spinal fusion with allograft, bone morphogenic protein, competitor segmental instrumentation and interbody fusion device and placement of epidural catheter for postoperative pain. On (B)(6) 2004, patient underwent l4-l5 decompression with the use of the microscope. Indications for procedure indicate: patient underwent l4 through s1 decompression and fusion several months ago. Pt. Initially did well, but has had increasing left leg pain for the last month. Imaging studies including a myelogram does show some bone fragment on the left side at the l4-l5 level.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2004: the patient underwent fusion surgery at l4-s1 levels. On (B)(6) 2004: the patient underwent corrective surgery due to bone growth tumor. Intra-op, the mound of bone had come out of disk space. On (B)(6) 2009: the patient presented with chronic pain. On (B)(6) 2011: the patient presented with radiculitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.